Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove sheath. The reported shaft detachment appears to be related to circumstances of the procedure as applied force to remove the sheath resulted in the shaft detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the protective sheath was tightly stuck to the 2.75 x 23 mm xience xpedition stent and during attempted removal of the sheath using force, the distal shaft of the device separated into two pieces. The device was not used on the patient. A new stent delivery system was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.